Event description:
The patient was implanted (B)(6) 2024 with cardiomems having initial readings reflecting emi which then was resolved with assistance from rcts. The patient then reported to their hcp multiple symptoms on (B)(6) 2024 and went to the ER for evaluation. Additional information has been requested from the clinic. Pending follow up for further information.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. Per event description, "they have reached out to the site 3 times for more information but have not received a response. Three attempts have been made to contact the patient and were unsuccessful." This reported event was investigated for possible inaccurate reading. Based on a backend log analysis, it was confirmed that the sensor was operating within the expected frequency range of 30-37.5 mhz. The sensor was operating at 32.72 mhz and 32.18 mhz during the review of the applicable reading(s). There is no CAPA associated with the reported event, as there is no new harm or risk identified for the patient or user. This and similar events are monitored and trended via quality data review. A CAPA will implement necessary actions if required. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. A lot review was performed via complaint handling system (epiq) using a search on the batch number. Conclusively, there are no additional complaint(s) related to the associated batch, and the reported issue.